Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited pacing impedance greater than 3000 ohms, noise and no capture due to a fracture. The lead was surgically abandoned and successfully replaced with a boston scientific lead. No additional adverse patient effects were reported.